Manufacturer narrative:
Concomitant medications: simvastatin - unknown -10 mg/daily, furosemide - " water pills due to retaining water from other meds" - 20 mg/, spirolactone - "water pills" - 12.5 mg/daily, warfarin - "keep blood from clotting" - 25 mg/weekly, baby aspirin - 81 mg/daily, digoxin - 0.125 mg/daily, coreg - "afib" - 12.5 mg/daily. (B)(4). This is one of two products involved with this event in which associated manufacturer report number is 3003742446-2015-00070. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs, the wife of a patient called noting that her approximately six weeks ago, the patient experienced wound to unspecified lower leg above the ankle area that "may be from a bite-that's what it looked like". No treatment at that time. On (B)(6) 2015, the patient had x-ray done to lower leg wound "to rule out infection of the bone" and was diagnosed as having a "stent 2 inches above his ankle". Patient had no history of stent placement "in his leg". No further information obtained at time of call. In 2005, the patient experienced chest pain and was diagnosed with "right coronary artery being occluded and as treatment had 2 cypher stents placed on (B)(6) 2005. One was placed in the mid circumflex artery and the other one was placed in the proximal circumflex artery. Additional information was obtained by the wife received on (B)(4) 2015, indicating that there is a suspicion of stent migration. No medical treatment has been provided for the wound care. The patient has an appointment on (B)(6) 2015 discuss the findings and options of the stent migration. It was further clarified that the patient had a pacemaker inserted and bypass surgery prior to the cypher stents implantation.